Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure. The report is being sent as a result of the patient being admitted to the hospital and treated. The patient underwent her third bt procedure to the upper right and left lobes of the lungs on (B)(6) 2013. There was no device malfunction reported during the procedure. On (B)(6) 2013 the hemoptysis appeared described as ¿red blood spits (2 soup spoons per day)¿ and the patient experienced ¿pain at the level of upper right lobe¿. The patient was hospitalized and a bronchial fiberscopy was performed to treat the patient because of ¿discrete hemorrhagic suffusion of the left main bronchus and mucosa fragility area at the level of the right main bronchus¿. According to the complainant ¿the patient healed on (B)(6) 2013 but still had blood spits¿ and was discharged from the hospital the same day.